Event description:
Healthcare professsional (hcp) reports a fiber leak noted by blood leak alarm on hemodialysis device at the onset of the pt treatment. A hemastix confirmed a blood leak in the dialysate compartment. New disposables used to continue the treatment without incident. The dialyzer was reused 3 times prior to the reported event. Hcp reports no injury or need for medical intervention.